Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal left main (lm) bifurcation and the left circumflex arteries (lcx). Passing through a previously deployed unspecified stent in the lm/lad, the physician successfully implanted a 2.5x24mm promus stent to the distal lcx artery. Subsequently, a 20 x 4.00 promus premier¿ drug eluting stent was selected for use to treat the proximal lcx artery lesion. However, the device failed to cross the lesion. The physician suspected that the device was catching on the strut of the previously deployed stent in the lm/lad. The physician pushed the device harder to deliver and the stent appeared to have been dislodged from the stent delivery system (sds). When the sds was withdrawn, the physician confirmed that the stent was dislodged from the sds. The physician took steps to retrieve the stent using the guide wire based techniques and successfully retrieved the dislodged stent. The procedure was completed with another of the same device; ensuring the original stent deployed in the lm/lad was repaired and optimized to leave the patient's left coronary system patent with a timi 3 flow. No further patient complications were reported and the patient's status was stable throughout.